Event description:
During follow-up for a separate event, it was reported by a peritoneal dialysis (pd) nurse that this patient was having symptoms of pain and was advised to go to the emergency room (ER) on (B)(6) 2022. It was stated the patient was hospitalized with a diagnosis of peritonitis. However, there were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted. During the hospitalization, the patient had a pd culture obtained which grew the bacteria klebsiella (species not provided). The patient continued pd therapy and was treated with intra-peritoneal (ip) antibiotic therapy with ceftriaxone (dose unknown). Subsequently, on (B)(6) 2022, the patient was discharged home continuing pd treatments with the same cycler. The nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse indicated the patient¿s nephrologist attributed the peritonitis to a breach in aseptic technique during the pd exchange